Event description:
During the procedure, the physician observed the right ventricular lead helix did not extend completely. A new lead was used to resolve the event. The patient conditions were good and stable.

Manufacturer narrative:
As received, a complete lead was returned with the helix fully extended and clogged with body fluid/blood. Visual inspection revealed no anomalies on the lead body. After cleaning, the helix was able to retract and extend. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.